Event description:
During an angioplasty superior femoral artery procedure, the physician was trying to manipulate the device, and while in the body, the hub came completely off the sheath. The procedure was delayed and the pt experienced extra blood loss than usual. The sheath was replaced and the procedure was completed. No adverse effects to the pt.

Event description:
Customer reportedly received result of 110 mg/dl on the advantage system and 70 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the aviva system (lot number 302603, expiration date 06/30/2011). (B)(6).